Manufacturer narrative:
Multiple attempts were made to obtain information regarding the eleos implants that were revised during the patient's revision surgery. Also, the revised components were unable to be obtained for identification and further analysis. Should additional information be obtained the report will be supplemented.

Event description:
A patient allegedly underwent a revision surgery, of eleos components, due to an infection. All components were revised and a cement spacer was placed.